Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device will investigated by a maquet service technician. A supplemental - medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated by a maquet service technician who confirmed the reported problem and replaced the control board. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
(B)(4).